Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that insulin pump alarm sensor change, calibration error and sensor glucose versus blood glucose differences. Customer's blood glucose was 242 mg/dl. The customer offered to troubleshoot but she took the sensor out and stated there is nothing to troubleshoot. The customer was advised to call at time of issue. The customer was advised that we would replaced sensor.